Event description:
The customer contact reported the pt passed away with extremely low blood pressure on a velophed drip delivery. At an unspecified time, a triple channel device was programmed to deliver levophed was "per protocol". It was reported the levophed was started at 10mcg/min and titrated to 25mcg/min. At 1230, it was reported advanced cardiovascular life support (acls) was provided. At 1405, it was reported the pt expired. The customer contact reported the pt was in critical condition prior to the event, rapidly declining and unconscious during the event, and expired after the event. The customer contact reported other unspecified medications were delivered on the same device. It was reported the cause of death was unk. No autopsy was completed. The customer contact stated the device did not contribute to the pt's death. The device was not tested at the user facility; however, channel 1 and 3 of the device had multiple n250 (door open while pumping) error codes noted in the device history. No add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.